Event description:
On (B)(6) 2012 the patient contacted animas alleging that her blood glucose (bg) elevated to 414 mg/dl with ketones after she could not get the pump to power back on after a routine battery change. The patient stated that the battery cap would not secure after changing the battery, and she noted a crack in the battery compartment. A damaged battery compartment is not likely to cause an adverse event because the issue is generally obvious and detectable to the user. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. The patient reportedly went on a back-up plan for insulin delivery and the pump was replaced. This complaint is being reported because the patient allegedly experienced hyperglycemia after she could not power the pump back on.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4):there was no activity outside normal use observed. Several power on resets were observed in the black box history. A visible inspection confirmed a crack in the battery compartment. The battery cap was not returned with the pump. A new test cap was able to secure tightly to the pump and the pump was powered on to display the verification screen. The pump was exercised on a 1 unit per hour basal program for 24 hours using the test battery cap with no power issues. A 29 hour flow accuracy test was performed; pump passed flow accuracy and found to be delivering within required specifications.